Event description:
It was reported that this pacemaker potentially exhibited undersensing of atrial signals in a ventricular tachycardia (vt) episode. The health care professional (hcp) may adjust programming after discussing with the following cardiologist. The device remains in use. No adverse patient effects were reported.